Event description:
It was reported that the patient received an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to wandering baseline. During in-office troubleshooting the noise was not able to be reproduced. There were thoughts the noise could be related to changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode, so secondary sensing vector was programmed. The patient will continue to be followed by the remote home monitoring system. The s-ICD remains in service and no additional adverse effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the description field for more information regarding the specific circumstances of this event.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient received an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to wandering baseline. During in-office troubleshooting the noise was not able to be reproduced. There were thoughts the noise could be related to changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode, so secondary sensing vector was programmed. The patient will continue to be followed by the remote home monitoring system. The s-ICD remains in service and no additional adverse effects were reported.